Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulator was not effective for them since 15 years ago. They stated that they would like to get the entire system removed or just the ins so that they can have an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they have had 4 stimulators, and it is suggested that the amount of scar tissue in their neck led to the lead¿s non-adhesion to the dura. The patient stated that no further steps have been taken to resolve the stimulator no longer functioning. The added that the unit will be left in place, which is fine. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain of the trunk/limbs. It was reported that the patient's ins was no longer functional. The patient noted that in late 2006 their upper electrode came off the dura mater so they were not getting any stimulation. No further complications were reported.